Manufacturer narrative:
The imaging system was serviced in the field and the collimator x and y connectors were swapped on the motion controller, but the reported error persisted. All collimator connections were reseated, all screws were tightened, and both leaf (x and y) were manually verified to open/close with no obstruction or bumps. The system was rebooted and the rotor was re-homed multiple times in an attempt to replicate the error. However, no error was observed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The site reported the system was stuck in "initializing systems, please wait¿" and the rotor kept rotating around the gantry. The site powered down the system, disconnected the mobile viewing stations (mvs) from the image acquisition system (ias), moved to a different ac outlet, reconnected the ias and mvs, and then powered them back up without issue. There was no patient involvement.